Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Urinary incontinence, fluid leak, hole/perforated and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient had been implanted with an artificial urinary sphincter (aus) device which was working well. The patient later had to undergo an appendectomy procedure. After the appendectomy, the aus device was no longer working, and the patient became incontinent again. A revision surgery was performed at which time the aus device was explanted. The physician added saline to the device and then compressed it which revealed a pin sized hole in the pressure regulating balloon. The physician believes that either a tool or needle accidentally penetrated the balloon. A new aus device was implanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had been implanted with an artificial urinary sphincter aus device which was working well. The patient later had to undergo an appendectomy procedure. After the appendectomy, the aus device was no longer working, and the patient became incontinent again. A revision surgery was performed at which time the aus device was explanted. The physician added saline to the device and then compressed it which revealed a pin sized hole in the pressure regulating balloon. The physician believes that either a tool or needle accidentally penetrated the balloon. A new aus device was implanted. There were no further patient complications.